Event description:
It was reported that the programmer stylus was not matching with the cursor on the screen and was not lining up correctly. There was no patient involvement reported.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer stylus was not matching the cursor on the screen and was not lining up correctly. It was noted that the cursor does not align with the stylus-the controller board was out-of-specification-electrical. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.